Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased, and it was indicated they had an infection prior to death. The patient's implantable cardioverter defibrillator (ICD) system was implanted at the time of passing.